Event description:
It was reported that the external pulse generator (epg) and the cable were connected to the patient. Pacing failure and no capture were noted. The cable was exchanged and ventricular capture began. The patient cable was checked by the clinical engineer of the hospital, and it was confirmed that the patient cable conducting wire was fractured. The patient cable was returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4). Covering material torn at 77 cm from lead connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) covering material torn at 77 cm from lead connector. Correction: it was noted this medwatch is a duplication of medwatch report manufacturing report number 2182208000-2012-01251. Therefore redaction of this duplicated medwatch report is being requested. As this is a duplicate medwatch no further information will be provided under this report number. Any subsequent relevant additional information will be processed under manufacturing report number 2182208000-2012-01251 accordingly.